Manufacturer narrative:
Date rec¿d by MFR : 28mar2019. The customer's technician confirmed the touchscreen issue. The customer's technician replaced the touchscreen assembly to address the reported problem. The customer reported that problem was resolved by replacing the touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06march2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported a failed touchscreen. There was no patient involvement. Event date not specified; estimate used.